Event description:
It was reported that on (B)(6) 2023, a 19mm sjm regent heart valve was selected for an implant. After implantation of the valve, it was found that the valve leaflet did not open and close well, and after removal. Device was replaced a new 19mm sjm regent heart valve that completed the procedure. The patient was given warfarin with an irn goal of 1.8-2. 0. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the physical resistance/sticking (sticking leaflets) was reported. The device was received for investigation and no anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.